Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed at the office visit on (B)(6) 2013. It is unknown if any patient trauma occurred that could have caused or contributed to the high impedance reading. It is unknown if surgery has been performed. The device was programmed off on 01(B)(6) 2013. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Relevant tests/laboratory data, including dates ; corrected data: the vns therapy settings were inadvertently reported instead of the system diagnostic results on the initial MFR. Report.